Manufacturer narrative:
(B)(4). Cartridge. The analysis results showed that an ec60a was received in good visual condition and with two reloads present. Reload a was received fully fired; reload b was received fully fired, with the sled damaged, with several drivers missing from the left side, the pan partially detach on the proximal side; in addition, one driver was stuck in the knife channel. The damage to the sled and drivers is consistent with clamping the device over a hard object. When this happens there is not enough space for the sled pushing the staple driver up to continue its run due to the obstruction, this is the reason why the sled and drivers get damaged. When the mechanism is forced enough the sled will deform enough to bypass the drivers in contact with the sled the pan detaching creating enough space for the sled to continue the stroke. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. For further information please refer to the instructions for use. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
The sales rep reports that during a lobectomy procedure, the cartridge fell apart when the device was fired. The sled dismantled during firing and fell into the patient. All pieces were retrieved. A new device was complete the procedure. There was no impact to the patient. Additional information: sales rep spoke further with dr. And he informed me that the sledge came apart somewhere between the first and second stroke of the firing sequence and he showed me where on the cartridge it occurred.